Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns leaked it was reported that a terumo infusion set was connected to the q syte and administered. Due to the bending of the joints, the placement route (the side closest to the patient) appeared to be blocked, and fluid leaked from the connection. There have been two similar cases. A nurse connected it using the same route and there was also a leak. According to sales rep, the leakage occurred at the connection part of q-syte and terumo¿s infusion set.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 7 photos and 1 physical sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that the defect reported by the customer was not observed. An underwater leak test was performed and no leak was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A device history record could not be evaluated as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.